Manufacturer narrative:
Siemens healthcare diagnostics has investigated the provided information to determine the cause of the discordant, high prothrombin time / international normalized ratio (pt/inr) patient sample result on the sysmex cs-5100 system. No product non-conformance could be identified and a possible cause of the event may be related to sample handling or the nature of the sample. The instrument and reagent are performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, high prothrombin time / international normalized ratio (pt/inr) patient sample result was generated using innovin lot 539391 vs thromborel s on the same sysmex cs-5100 system. The discordant, high pt/inr result was not reported to the physician. The same sample was repeated three (3) more times with innovin lot 539391, on the same sysmex cs-5100 system, and the pt/inr results generated were lower than the initial result. The same sample was also repeated twice more using the thromborel s lot on the same sysmex cs-5100 system, and consistent pt/inr results were generated to the initial thromborel s result. A second sample was drawn from the patient and run on the same sysmex cs-5100 system using innovin lot 539391 vs thromborel s. The pt/inr results generated using innovin lot 539391 were lower than the initial result. The pt/inr results generated using thromborel s were consistent with previous thromborel s results. There are no reports of patient intervention or adverse health consequence due to the discordant, high pt/inr result.